Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres, the balloon ruptured and vertically separated at the middle part. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres, the balloon ruptured and vertically separated at the middle part. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure. It was further reported that the target lesion was located in the popliteal to anterior tibial artery. Additionaly, the balloon ruptured during dilation of the popliteal artery.

Manufacturer narrative:
(B5) describe event/problem: updated